Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on bus. A field service engineer (fse) opened back panel and inspect components. The row board cable was reseated. The customer tested the drawer and application, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.